Event description:
It was reported that the insulin pump is under-delivering insulin. The blood glucose levels have been high. The blood glucose reading is 559 mg/dl. Customer treated with insulin pump. Customer experiencing frequent urination and ketones. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.